Event description:
It was reported by the rep that the sterile tray was opened and broken electrical connector was noticed by scrub tech. Opened a second tray and used a working handpiece. The case was complete and there was no consequence to pt.